Event description:
The product was evaluated. An external visual inspection was performed and passed. There was no damage. As previously reported, there was no data provide for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced inaccurate cgm values which occurred an unknown day after the sensor had been inserted in the abdomen. On (B)(6) 2024 , the cgm reading was 40 mg/dl, but the patient was unable to perform a fingerstick test at that time. The patient experienced nausea and cold sweats, she self-treated carbohydrates, including a pancake and apple juice. Her husband called emergency medical technicians (emt) who took a bg reading (no value reported) and treated the patient with IV fluids. The patient was not taken to the hospital. At the time of the report the patient was ok. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.